Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) leaked fluid during preparation and was unable to maintain pressure. The device was discarded, and an additional device was used to complete the case. There was no reported patient injury. No damage was observed on the device or packaging prior to opening. The device was stored and prepared according to the instructions for use(IFU), and the user was trained. No sheath introducer was used. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) leaked fluid during preparation and was unable to maintain pressure. The device was discarded, and an additional device was used to complete the case. There was no reported patient injury. No damage was observed on the device or packaging prior to opening. The device was stored and prepared according to the instructions for use (IFU), and the user was trained. No sheath introducer was used. The device was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors make have contributed to the leakage reported. However, as the issue was noted during prep, prepping/handling factors likely contributed to the issue experienced. According to the mynx control venous instructions for use (IFU), which is not intended as a mitigation, device preparation states, ¿prepare balloon: fill locking syringe with 2 to 3 ml of sterile saline (or a 50/50 saline/contrast mixture if fluoroscopy will be used to confirm balloon positioning), attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the inflation indicator on the back of the device handle extends so that the entire black marker is fully visible with white border on either side. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon and draw vacuum with the syringe to remove bubbles. Re-inflate and re-check the balloon to ensure no air bubbles are present. Deflate the balloon and leave syringe at neutral. Do not lock.¿ based on the information available for review, there is no indication to suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.